Event description:
Reportedly, it is difficult to clearly read designations on the boxes packaging, as the text is pasted unequally since the end of the use of rope seal.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Serial numbers of the devices involved: (B)(4).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, it is difficult to clearly read designations on the boxes packaging and the text is pasted unequally since the end of the use of rope seal.

Event description:
Reportedly, it is difficult to clearly read designations on the boxes packaging and the text is pasted unequally since the end of the use of rope seal. Preliminary analysis showed that all devices involved were manufactured according to specifications.

Manufacturer narrative:
Serial numbers of the devices involved: (B)(6). Preliminary analysis showed that all devices involved were manufactured according to specifications.